Manufacturer narrative:
MDR report was generated in error. There is no additional information available at this time.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description); section g4 (date received by the manufacturer). Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient was initially admitted with bilateral pulmonary embolism with deep vein thrombosis (dvt) of the left lower extremity and appears to have been treated with thrombolysis. The filter was implanted via the right femoral vein. The patient is reported to have tolerated the procedure well. Approximately ten years after the implantation, the patient underwent a computerized tomography (CT) scan revealed a filter in the mid-inferior vena cava (ivc) with spokes extending outside the lumen of the ivc. There was no evidence of fracture, abnormal migration, adjacent fluid or stranding or tenting of the components. The superior aspect of the filter was at the level of the l2 body with the inferior aspect at the level of l3 body with a two-degree right-to-left tilt and a five-degree anterior-to-posterior tilt. Six prongs had perforated the ivc by up to 6mm. The diameter of the ivc was noted to be have a 21 x 17mm diameter. The patient further reported having experienced chronic left leg swelling from previous dvts; along with pain, stiffness and swelling of the left leg and a discolored extremity. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.the following additional information was received per the patient¿s implant records: the patient was admitted due to bilateral pulmonary embolism with deep vein thrombosis on the left lower extremity. Although the medical records list a trapease vena cava filter, the operative report says a non-cordis filter was implanted. When the filter was implanted it was noted that all of the legs of the filter were open. The patient tolerated the procedure well. Approximately ten years post implantation the patient underwent a CT abdominal scan. An ivc filter was identified in the mid inferior vena cava with some spokes extending outside the lumen of the inferior vena cava. There was no adjacent fluid or stranding. There was no fracture of any of the components, no abnormal migration, and no tenting of the components. The superior extent of filter was at the superior l2 vertebral body, inferior extent mid l3 vertebral body. A total of six prongs had perforated the ivc, maximum distance prong perforated is 6mm. Coronal images showed 2-degree tilt of filter right-to-left. Sagittal images showed 5-degree tilt anterior-to-posterior. Diameter of the ivc directly above the filter measured 21mmx17mm.according to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from chronic left leg swelling from previous dvts.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s implant records: the patient was admitted due to bilateral pulmonary embolism with deep vein thrombosis on the left lower extremity. Although the medical records list a trapease vena cava filter, the operative report says a non-cordis filter was implanted. When the filter was implanted it was noted that all of the legs of the filter were open. The patient tolerated the procedure well. Approximately ten years post implantation the patient underwent a CT abdominal scan. An ivc filter was identified in the mid inferior vena cava with some spokes extending outside the lumen of the inferior vena cava. There was no adjacent fluid or stranding. There was no fracture of any of the components, no abnormal migration, and no tenting of the components. The superior extent of filter was at the superior l2 vertebral body, inferior extent mid l3 vertebral body. A total of six prongs had perforated the ivc, maximum distance prong perforated is 6mm. Coronal images showed 2-degree tilt of filter right-to-left. Sagittal images showed 5-degree tilt anterior-to-posterior. Diameter of the ivc directly above the filter measured 21mmx17mm. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from chronic left leg swelling from previous dvts.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (patient sex), (event date), (event description), (relevant medical history), (brand name), (model, catalog, UDI number), (concomitant medical products), guidewire, dilator, sheath, (date received by the manufacturer), (evaluation codes). Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had bilateral pulmonary embolism with deep vein thrombosis in the left lower extremity. Although the medical records list a trapease vena cava filter, the operative report says a non-cordis filter was implanted. When the filter was implanted it was noted that all of the legs of the filter were open. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation and tilt. Approximately ten years post implantation the patient had a CT scan that revealed an ivc filter in the mid inferior vena cava with some spokes extending outside the lumen of the inferior vena cava. There was no adjacent fluid or stranding. There was no fracture of any of the components, no abnormal migration, and no tenting of the components. The superior extent of filter was at the superior l2 vertebral body, inferior extent mid l3 vertebral body. A total of six prongs had perforated the ivc, maximum distance prong perforated is 6mm. Coronal images showed 2-degree tilt of filter right-to-left. Sagittal images showed 5-degree tilt anterior-to-posterior. Diameter of the ivc directly above the filter measured 21mmx17mm. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from chronic left leg swelling from previous dvts. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of unknown trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.